Event description:
It was reported that patient's ipg was inoperable due to end of life (eol). Programmer displayed "replace generator" message. It was noted that patient preferred to primarily use tonic stimulations. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. It was reported abbott a patient had their ipg replaced due to being at end of life. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.